Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found fault log 40 & 42 so he replaced the printer as the service manual suggested and the printer is working as intended. The fse replaced the safety disk. The fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) printer not working and safety disk replacement message was on display. No patient harm was reported.